Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reporter states patient is between (B)(6) years old.

Event description:
Caller tested 3.9 inr on the coaguchek xs pro system while a comparison lab returned as 2.81 inr. No treatment information provided. No adverse event reported. Requested return of suspect strips and replacement was sent.